Event description:
It was reported that during a ptca/stenting procedure of a svg lesion, the distal tip of the wire separated inside of the patient. No attempt was made at retrieval and the tip remains in the patient. Patient status listed as "okay".